Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
The customer reported via phone call that there was cracked from bottom to the top of the battery. The customer blood glucose level was 108 mg/dl. The insulin pump fell off from insulin pump. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.